Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient experienced pleural effusion and a possible perforation or dislodgement post implant. Right ventricular (rv) lead impedances and thresholds were varying overnight. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.